Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the bench repair engineer replaced the lcd assembly, pcba interface, lcd tray, lcd cable, ui pcba cable. Passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13oct2020; b4: 27oct2020. During evaluation of this unit the bench repair engineer run the unit many hours and performed many cold boot ups, but could not duplicate complaint of "display is flickering when powering on the unit". Recommend to replace the lcd display assembly to fix possible intermittent display flickering. Unit has 1st generation lcd which is no longer available. Will need to replace with 2nd generation lcd panel which will require the following parts, lcd assembly, ui pcba, lcd tray, lcd cable, and ui cable. Additional issue was found, the navigation ring is not working, front bezel, pm kit and box will also be ordered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jan2021. B4: 05jan2021. Failure analysis on the returned liquid crystal display (lcd) and user interface assembly shows that the customer complaint was verified. Failure (burn out) of cold cathode florescent light (ccfl) resulted in dim screen/unresponsive brightness control. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18feb2021. B4:01mar2021. H11:g5:k102985. H10: the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported that the display is flickering when powering on the unit. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The unit was sent in for bench repair.